Manufacturer narrative:
A sample was not returned for evaluation. A review of the device history record was not conducted as a CAPA has been initiated for the customer's reported defect. Without a sample, an absolute root cause for this incident cannot be determined as bd was unable to duplicate or confirm the customer's reported defect. However, CAPA (B)(4) has been initiated to investigate device safety shield separation.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the safety shield of a 21 g x 1.25 in. Bd eclipse¿ blood collection needle with luer adapter fell off after use and resulted in a contaminated needle stick injury to the user. No medical interventions ere reported for this incident.

Manufacturer narrative:
Investigation: investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for defective locking mechanism with the incident lot was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd is aware of this product issue and further investigation has been initiated through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Investigation conclusion: thirty returned customer samples were received for evaluation of defective safety shields. Each sample was hand activated to evaluate the safety shield falling off. The safety shield was rotated backward with ease with no IV shield lift identified. The safety shield was then engaged over the IV needle. The lock-out features engaged appropriately and no breakage, full or partial disengagement of the safety shield from the body of the unit was identified. Further investigation has been initiated for this product issue. The investigation is still on-going and improvements will be made as the potential causes are identified. Root cause description: a CAPA has been initiated to document further investigation and root cause analysis relating to this product issue. The investigation is currently on-going and will be updated as the potential root cause(s) are identified.